Manufacturer narrative:
Additional information b5: the device did alarm when the downstream occlusion occurred. There was no patient involvement and this occurred during preventive maintenance. Correction g3: 8/16/2021 is the correct date and not 8/18/2021 as initially reported correction to a1, b6, b7, d10, h6 impact code and h6 medical device problem code based on additional information additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'failed downstream occlusion'. A review of the event history log identified multiple occurrences of downstream occlusion messages. The reported condition was verified. The cause was determined to be the downstream sensor reading out of the calibrated specification range and the force sensor digital pot reading out of specification. The force sensor required no-tube and scale factor calibration to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "failed downstream occlusion" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.